Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels with a result of "around 25 mmol/l". The patient had a headache, was sweaty and hungry. The paramedics took the patient to the hospital and was hospitalized for one night. The patient was treated with an infusion at the hospital. The type of infusion was unknown. The blood glucose results from the paramedics and the hospital were unknown. The infusion device was requested to be returned for product evaluation.